Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient faced 1 -infusion set was fell off . No further information available.